Event description:
The customer reported to baxter corporate product surveillance of an interlink continu-flo 4-way stopcock extension set in which the tubing separated at an unknown location during use on (B)(6) 2010. There was no patient injury or medical intervention reported. No further information is available at this time. This is report 4 of 4 of the same reported condition from this customer facility.

Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.